Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with low heart rate. The patient reported that when they were having an implantable pulse generator (ipg) system implanted nine years ago the right ventricular (rv) lead perforated the heart. The patient also noted that three years ago their physician turned the device "off" odo mode as when the rv lead was pacing it was very uncomfortable. The implantable pulse generator (ipg) was programmed to aai60 to extract battery information and switched back to odo as it was at the start of the interrogation. The ipg remains in patient. The rv lead remains in patient. No further patient complications have been reported as a result of this event.